Event description:
It was reported that the sv300 ventilator smoked and respiratory therapist saw sparks, during preuse checks. Ventilator stopped cycling. Ventilator was swapped out and sent to the biomed department where it was discovered that the 1618 pcb was defective. There was no patient injuries.